Manufacturer narrative:
An event regarding limb length discrepancy involving an unknown accolade stem was reported. A review by a clinical consultant confirmed stem malposition. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: if the prior leg length difference had been recognized, stem position could have been chosen somewhat lower with a bigger femoral neck resection while the cup should have been placed more anatomically, higher up and deeper in the acetabulum. Low and superficial cup position have contributed to an increase of a leg length difference that was already partly present but asymptomatic prior to arthroplasty and consequently became symptomatic because increased to at least 2,5-centimeter adding a functional abduction contracture to the problem to magnify complaints and consequences early after surgery. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded that if the prior leg length difference had been recognized, stem position could have been chosen somewhat lower with a bigger femoral neck resection while the cup should have been placed more anatomically, higher up and deeper in the acetabulum. Low and superficial cup position have contributed to an increase of a leg length difference that was already partly present but asymptomatic prior to arthroplasty and consequently became symptomatic because increased to at least 2.5-centimeter adding a functional abduction contracture to the problem to magnify complaints and consequences early after surgery. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient reported that on (B)(6) 2014, she had a full hip replacement surgery performed. The day after surgery, ((B)(6) 2014), the patient was up walking around with the aid of a walker & noticed that she could not straighten her right leg when walking. I felt as though I was tilted with every step I took. The reason for this was because I ended up with a significant leg length inequality, as my right leg (hip replacement side) was (B)(6)" longer than my left leg.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The patient reported that on (B)(6) 2014, she had a full hip replacement surgery performed. The day after surgery, ((B)(6) 2014), the patient was up walking around with the aid of a walker and noticed that she could not straighten her right leg when walking. I felt as though I was tilted with every step I took. The reason for this was because I ended up with a significant leg length inequality, as my right leg (hip replacement side) was 1 1/2" longer than my left leg.